Manufacturer narrative:
Supplemental report 02 - (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024 , patient faced tubing detachment from infusion set for 2 infusion sets. The site of insertion was buttocks. Infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-24960. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The batch 6002296 in question was manufactured at the reynosa site. . Investigation process of the complaint was carried out in accordance with work instructions guidelines for test of reference samples buid-umd version 11 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instructions version 16 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instructions version 4 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002296 was manufactured according to the document version 77 on the packing process in the machine 8 and 9, on 11/jul/2023, with a total of (B)(4) units. Review of the device history records (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-confromance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.